Event description:
After using the screwdriver in the anchorage set, the modular shaft was stuck in the handle and could not be removed. In sterile processing, they were able to release the shaft, but the screwdriver remained in the unlocked position.

Manufacturer narrative:
Evaluation summary: we requested three times the return of the affected devices as well as information about frequency of use. No answer was given. The reported incident could not be confirmed, since the device was not returned for evaluation. The labeling was reviewed and the op tech specifies that stryker osteosynthesis does not typically specify the maximum number of uses for reusable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device. A guidelines to check functionality of the device is also provided therefore, it could be assumed that this event is user related. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
After using the screwdriver in the anchorage set, the modular shaft was stuck in the handle and could not be removed. In sterile processing, they were able to release the shaft, but the screwdriver remained in the unlocked position.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.